Manufacturer narrative:
This report is for 24 of the permanent pacemaker implantations within 30 days in the bev group. This is one of 4 reports being submitted for this case. The date of the events is unknown. According to the article all implants were completed between august 2007 and june 2017. For this reason, the first day of the range was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves (and respective accessories) are: p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, there is insufficient information to confirm the cause of the reported events. It is possible that the conduction system disturbance requiring ppm implants were caused by the mechanism explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Article reference: okuno t, khan f, asami m, praz f, heg d, winkel mg, lanz j, huber a, gräni c, räber l, stortecky s. Prosthesis-patient mismatch following transcatheter aortic valve replacement with supra-annular and intra-annular prostheses. Jacc: cardiovascular interventions. 2019 nov 4;12(21):2173-82.

Event description:
As reported in the medical article: "prosthesis-patient mismatch following transcatheter aortic valve replacement with supra-annular and intra-annular prostheses" a single-center study sought to compare the frequency of prosthesis-patient mismatch (ppm) with self-expandable valves (sev) to balloon-expandable valves (bev). Between august 2007 and june 2017, a total of 757 patients met the inclusion criteria for the analysis. Among them, 420 patients were treated with bev (sapien, sapien xt and sapien 3). The following adverse events occurred in the bev group during the study period: - 27 major vascular complications. - 2 coronary occlusions. - 3 disabling strokes within 30 days. - 24 permanent pacemaker implantations.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case. Please reference: 2015691-2019-04826, 2015691-2019-04827, 2015691-2019-04828, 2015691-2019-04829.